Event description:
Customer ate dinner at 5:30pm. They checked blood glucose level before bed and received a result of 148mg/dl. The customer took their normal 20 units of insulin. At around 3:00 am the customer woke up yelling, and could not stand up. Their blood glucose was tested and a result of 46mg/dl was received. Family member called 911 and pt was taken to the hosp. Pt doesn't know what treatment if any was given. No controls were in use at the time. A request was made for the return of the suspect device and replacement product was sent.